Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient was re-implanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed silicone damage on the top and bottom covers, a slice near the electrode ground ring, and the electrode was severed at the fantail and near the array prior to receipt. These are believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires near the electrode ground ring. These are believed to have occurred during revision surgery. System lock was verified. The device passed the electrical and mechanical tests performed. The reported complaint of decreased impedances and performance could not be verified during this analysis, which was limited in some respects due to the electrode being damaged prior to receipt. This device passed all of the tests performed. This version of the ultra device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing decreased performance. Revision surgery will be scheduled.